Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced hyperglycemia after announcing a ¿usual¿ breakfast, with glucose rising to 312 mg/dl before trending down while on the call and continuing to decline thereafter. Symptoms included feeling grouchy, with no other reported clinical effects. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, no ketone testing, and no need for assistance. Investigation included remote troubleshooting and education regarding the device¿s early learning phase, automated correction dosing, and infusion set guidance. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the hyperglycemia was assessed as cause unclear during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.